Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. The field service engineer (fse) noted the transducer voltage would not adjust to specifications and replaced the transducer. The fse proactively cleaned the incubator track and wash wheel. The fse proactively rebuilt the precision pump and wash pump and replaced the seals. The fse proactively cleaned the precision and wash pump valves and replaced the peristaltic pump tubing. The fse completed a successful system check, quality control, and 10-replicate precision test utilizing level 1 quality control (qc). Service activity performed was verified to meet the specified requirements per established procedures. Results met published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In summary, a faulty transducer would likely lead to erroneously low results instead of erroneously elevated values. There was no evidence to reasonably suggest a system malfunction. In conclusion, a definitive cause of the incident could not be determined with the available information. All related medwatch reports associated with this incident: 2122870-2014-00278; 2122870-2014-00279; 2122870-2014-00280.

Event description:
The customer reported erroneously elevated troponin I (access accutni+3) results, for three patients, involving the access accutni+3 reagent used in conjunction with the access 2 immunoassay system. This report is three of three referencing the patient on the event date noted. The erroneous result was released out of the laboratory. Consequently, the patient was admitted to the hospital for observation. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome. The customer reanalyzed the patient's sample, on an alternate unicel dxc 600i instrument, and obtained a lower result. The customer stated an amended report was issued to the hospital. The customer indicated system check and quality control (qc) were within specifications on the day of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.